Event description:
It was reported that an interlink system y-type blood solution set back flowed during priming. The user primed the set with saline. One lead was to the bag of saline and the other was connected to a blood bag. After connection, the tubing was clamped and blood was seen moving into the saline bag. The head height was unknown at the time of the report. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed.